Event description:
Customer stated the purple sunday push button tab on the pill planner came off along with his wife's medication when she was taking her medication. His wife flipped the compartment without realizing the tab came off and swallowed the tab along with her medication. He performed the heimlich maneuver to dislodge the tab.